Event description:
Asku

Event description:
It was reported the patient died 10 days after device implant. The cause of death has been requested and not received.

Event description:
It was reported the patient died 10 days after device implant. Follow up later revealed the death certificate indicated the cause of death to be myocardial infarction with secondary cause listed as coronary artery disease. No autopsy was done.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
Asku